Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated during an normal scheduled follow-up, and was getting and out of range telemetry message. It was noted that they tried different rooms and "has" followed all emi abatement procedures with no success. A magnet was applied to the device area, and they were able to hear tones one per second. The field representative was "call" in and tried his programmer unsuccessfully. It was reported that the device was deep down in the breast tissue. The device was explanted and replaced, and has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device had no telemetry or pacing output. A memory download was not able to be performed. The device case was removed, where the battery voltage measured beginning of life. The battery was removed from the circuit and applied to external power, where normal drain was observed. Continuity was able to be confirmed with the connections between components in the telemetry coil circuit, as no open circuit was observed. The telemetry operated normally following case removal. Analysis determined that the device operated appropriately, according to its performance specifications with no abnormal findings once the case was removed. However, the cause of no telemetry available while implanted and with the case intact remains unknown.

Event description:
No new information was reported.